Manufacturer narrative:
Bayer case number: (B)(4). Pelvic pain female [pelvic pain female], fatigue / state of chronic fatigue [chronic fatigue] , migraine [migraine], irregular and heavy bleeding, [genital bleeding] , muscle and bone pain / constant pain in the muscles of the legs [myalgia of lower, extremities] , muscle and bone pain [bone pain] , weakness [weakness] , dizziness [dizziness] , lack of energy [loss of energy] , depression [depression] , lack of motivation [lack of motivation] , constant pain in the muscles of the back [muscular back pain], irregular bleeding with pelvic pain before and during menstrual cycle [menses irregular], irregular bleeding with pelvic pain before and during menstrual cycle [premenstrual pelvic pain] . Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 02-dec-2024. The most recent information was received on 11-dec-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain female") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On unknown dates she experienced pelvic pain (seriousness criterion medically important), fatigue ("fatigue / state of chronic fatigue"), migraine ("migraine"), genital haemorrhage ("irregular and heavy bleeding,"), myalgia ("muscle and bone pain / constant pain in the muscles of the legs"), bone pain ("muscle and bone pain"), weakness ("weakness"), dizziness ("dizziness"), loss of energy ("lack of energy"), depression ("depression"), apathy ("lack of motivation"), back pain ("constant pain in the muscles of the back"), menstruation irregular ("irregular bleeding with pelvic pain before and during menstrual cycle") and premenstrual pain ("irregular bleeding with pelvic pain before and during menstrual cycle"). At the time of the report, the fatigue, migraine, myalgia, loss of energy, apathy, back pain, menstruation irregular and premenstrual pain had not resolved. The outcomes for pelvic pain, genital haemorrhage, bone pain, asthenia, dizziness and depression were unknown. No causality assessment was received for essure with regard to fatigue, migraine, pelvic pain, genital haemorrhage, myalgia, bone pain, weakness, dizziness, loss of energy, depression, apathy, back pain, menstruation irregular or premenstrual pain. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 85 kg. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 11-dec-2024: quality safety evaluation of product technical complaint. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
Bayer case number: (B)(4). Pelvic pain female [pelvic pain female]. Fatigue / state of chronic fatigue [chronic fatigue]. Migraine [migraine]. Irregular and heavy bleeding, [genital bleeding]. Muscle and bone pain / constant pain in the muscles of the legs [myalgia of lower extremities]. Muscle and bone pain [bone pain]. Weakness [weakness]. Dizziness [dizziness]. Lack of energy [loss of energy]. Depression [depression]. Lack of motivation [lack of motivation]. Constant pain in the muscles of the back [muscular back pain]. Irregular bleeding with pelvic pain before and during menstrual cycle [menses irregular]. Irregular bleeding with pelvic pain before and during menstrual cycle [premenstrual pelvic pain]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on 02-dec-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain female") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On unknown dates she experienced pelvic pain (seriousness criterion medically important), fatigue ("fatigue / state of chronic fatigue"), migraine ("migraine"), genital hemorrhage ("irregular and heavy bleeding,"), myalgia ("muscle and bone pain / constant pain in the muscles of the legs "), bone pain ("muscle and bone pain"), weakness ("weakness"), dizziness ("dizziness"), loss of energy ("lack of energy"), depression ("depression"), apathy ("lack of motivation"), back pain ("constant pain in the muscles of the back"), menstruation irregular ("irregular bleeding with pelvic pain before and during menstrual cycle") and premenstrual pain ("irregular bleeding with pelvic pain before and during menstrual cycle"). At the time of the report, the fatigue, migraine, myalgia, loss of energy, apathy, back pain, menstruation irregular and premenstrual pain had not resolved. The outcomes for pelvic pain, genital hemorrhage, bone pain, asthenia, dizziness and depression were unknown. No causality assessment was received for essure with regard to fatigue, migraine, pelvic pain, genital hemorrhage, myalgia, bone pain, weakness, dizziness, loss of energy, depression, apathy, back pain, menstruation irregular or premenstrual pain. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 85 kg. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.